Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No problem found /could not duplicate. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced battery compartment and installed missing battery door.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave an error code 46822 and had a faulty keypad. It is unknown if there was patient, or clinician injury associated with these occurrences or if the side effects resolved. No further details provided at this time.